Event description:
On august 27, 2025 the user reported that since (B)(6) the sleep/wake button on the ilet device had become intermittently unresponsive and was now failing daily. The user confirmed that blood glucose levels were not affected and no medical treatment or hospitalization was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.